Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Investigation noted noise on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Event description:
Additional information received noted the right ventricular lead was capped and replaced on (B)(6) 2020 due to oversensing.